Event description:
Equipment/device malfunction. A (B)(6) female outpatient and (B)(6); varicose vein closure procedure aborted after pt received local sedation with (B)(6), due to generator giving error signal. Three different catheters tried and MFR called reps suggestions followed without success.